Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model zvl12080 vascular stent allegedly experienced partial deployment. The malfunction had patient involvement but the patient had no consequences. The patient was a (B)(6) year old male and his weight was not provided.